Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used. A competitor guidewire was caught at the tip of the lead and could not be removed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with the guide wire stuck in the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.